Event description:
The technician alleged the bed had no head or knee functions and the head of the bed was in the raised position. No pt impact.

Manufacturer narrative:
The technician replaced the lockout box to resolve the issue.